Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient was implanted with a bard/davol ventralight st mesh during surgery to repair a hernia. The patient's attorney has further alleged that "as a result of having the "products" implanted in her, the patient has experienced significant physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, has undergone multiple corrective surgeries and is expected to undergo additional corrective surgeries." As reported the patient's attorney alleges that the "patient was caused and/or in the future will be caused to suffer severe personal injuries, and pain and suffering."

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide additional patient and medical information. Based on the medical records, the patient experienced adhesions, infection, pain and seroma. Seroma, adhesions and infection are all listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Possible complications include seroma, adhesions, hematomas, inflammation, extrusions, fistula formation, and recurrence of the hernia or soft tissue defect." With the current information available, the conclusion for this file remains inconclusive.

Event description:
As originally reported in 03/2018: on (B)(6) 2014 - the patient was implanted with a bard/davol ventralight st mesh during surgery to repair a hernia. The patient's attorney has further alleged that "as a result of having the "products" implanted in her, the patient has experienced significant physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, has undergone multiple corrective surgeries and is expected to undergo additional corrective surgeries." As reported the patient's attorney alleges that the "patient was caused and/or in the future will be caused to suffer severe personal injuries, and pain and suffering.". Addendum per additional medical records reviewed: on (B)(6) 2014 - the patient was diagnosed with a recurrent incisional hernia and underwent repair with implant of a bard ventralight st mesh with echo ps. On (B)(6) 2016 - the patient presented to the ER with complaints of abdominal pain. The patient was diagnosed with abdominal wall abscess and underwent incision and drainage of abdominal wall abscess. On (B)(6) 2016 - the patient presented to the ER again with complaints of abdominal pain. The patient was diagnosed with an abdominal wall seroma. The following day the patient underwent a CT guided percutaneous drain placement. On (B)(6) 2017 - the patient was diagnosed with recurrent draining sinus lower abdominal wall and underwent a cystoscopy, gravity cystogram, bilat retrograde pyelography to rule out vesico-cutaneous fistula. Per the operative findings, "no evidence of vesicocutaneous fistula.". On (B)(6) 2017 - the patient had an md office visit with complaints of chronic and frequent watery loose stools. Doctor indicated he "suspects her problems are due to bile salt diarrhea and complications of hernia surgery.". On (B)(6) 2017 - the patient was admitted to the hospital with an abdominal wall seroma and had it drained. On (B)(6) 2017 - the patient underwent an exploratory laparotomy, lysis of adhesions, excision of the ventralight st mesh, evacuation of abdominal wall abscess and placement of abdominal wound vac due to infection. Operative details were not provided. On (B)(6) 2018 - the patient had follow up office visit and noted the wound vac had been removed and the patient was healing and doing well.